Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced pain due to eroded mesh, additional medical treatment and procedures. The physician's office was contacted; according to the nurse, the patient never presented with any mesh-related problems, but came back in regards to hysterectomy (specifics unknown. No additional information is available. Should additional relevant details become available, a supplemental report will be submitted.